Event description:
The customer reports a patient admitted with acute mi experienced vfib that the arrhythmia algorithm interpreted as artifact/vpb (premature ventricular beat). This vfib episode occurred during an echo procedure on the patient. The customer reports the patient was defibrillated and returned to a normal sinus rhythm.